Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unavailable for return.

Event description:
Adult accidentally swallowed toothbrush head / brush head came off and went down throat - oral-b [accidental device ingestion] swallowed toothbrush head / brush head went down throat [exposure via ingestion] brush head became detached from the handle / the brush head (integral component with bristles and support) came off - oral-b [device breakage] no adverse event [no adverse event] case description: report source: non-event - spontaneous. A wife reported via e-mail on (B)(6) 2017 that around noon that day, her husband of unspecified age swallowed his oral-b brushhead, version unknown. She elaborated that he was using his oral-b rechargeable toothbrush, version unknown, and the brush head became detached from the handle and he swallowed it. She stated that her husband yelled a bit but it went down the regular digestive tract. No symptoms developed. Relevant history: none reported. No further information was provided. On 14-nov-2017 received follow-up phone call with wife: the wife reported that her husband, (B)(6), was doing fine. She recounted that while her husband was brushing his teeth, the brush head (integral component with bristles and support) came off and went down his throat. Her husband yelled at the start, but afterward, as he was breathing properly, he did not go to the hospital. After two days, the wife stated that the brush head must have passed through in excrement, but she was not certain. The wife reported that she did not keep the lower part of the brush head, and she did not have any brush heads remaining from this pack. No further information was provided.